Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation, preceding/simultaneous bone augmentation (2025_0114 and 0115 are same patient).